Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿use only the syringe and needle provided by tandem diabetes care, inc. To fill the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred during the load sequence. Additionally, it was reported that multiple minimum fill notifications occurred after loading cartridge with 100 units of insulin from an insulin pen. A new cartridge was loaded and insulin delivery was resumed. Customer's blood glucose was 220 mg/dl.